Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the reported problem does not have the potential to cause a death or serious injury.

Event description:
The facility reported a colleague infusion pump with an "error 850." This event occurred upon power up in the general pt ward. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.